Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device heated to over 118 degrees fahrenheit in over one minute. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had heated to over 118 degrees fahrenheit in over one minute. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the motor being heavily corroded from emersion and not following cleaning procedures properly. This was further defined as user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.